Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of infusion set connector complications was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one powerloc max safety infusion set with y-site. Light usage residues were observed. A needleless injection cap was attached to the proximal luer adapter and an end cap was attached to the y-site luer adapter. Infusion and aspiration through both luers revealed the sample to be patent to infusion and aspiration with no observed leaks. Microscopic inspection of the luers revealed the threads to be unremarkable. The luer orifices appeared round and unremarkable. Inspection of the cap was unremarkable. Inspection of both luers using an iso taper gauge revealed both to be outside of manufacturing specifications. While leakage at the connections was not confirmed, both connectors were found to be outside of manufacturing specifications. The lack of apparent damage or evidence of sustained use suggested that the components were potentially molded out-of-spec. The supplier has been notified of this event. A lot history review (lhr) of asdrf071 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch " nurse was accessing port and went to flush and the cap from the y-site on the needle came flying off and the patient got drenched. A different cap was place on the needle and the lab draw was completed. Patient's port was accessed with a 19g 3/4 in huber needle. When the rn flushed saline into the port, the white cap on the huber needle tubing closest to the needle flew off and saline sprayed out. No visible cracks in tubing, no excess force used with flush."

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asdrf071 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "nurse was accessing port and went to flush and the cap from the y-site on the needle came flying off and the patient got drenched. A different cap was place on the needle and the lab draw was completed. Patient's port was accessed with a 19 g 3/4 in huber needle. When the rn flushed saline into the port, the white cap on the huber needle tubing closest to the needle flew off and saline sprayed out. No visible cracks in tubing, no excess force used with flush."